Event description:
It was reported that a plate was received by the distributorship without the item in the packaging.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event could not be confirmed. As the product has been opened, the complaint report cannot be verified. After review of the supplier manufacturing records and the certificate of conformance it is likely that this product was confirming when it left zimmer biomet control as no additional reports have been received for this part and lot combination or the provided item number. A root cause cannot be determined at this time. Review of the certificate of conformance identified no deviations or anomalies. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.